Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received an alarm, the alarm said it rewinds but did not go back past that and it did a restart again. The customer was not able to clear the alarm. They mentioned that the clock on the insulin pump was advancing and the buttons were responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 38 alarm during testing. The motor was tested outside of the device and passed. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).